Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. No patient was involved as the issue was noted by the doctor before use on patient.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned device was evaluated and the overheating issue was reproduced. It was noted that two failed bearings in the head and worn gears resulted in excessive friction. Upon further inspection, lack of proper lubrication and a destroyed cap bearing were noted along with significant wear on all gears.